Event description:
A follow-up report to 3005031160-2024-00004 submitted on 3/01/2024 is being submitted as no additional information is available and the manufacturer has completed investigation activitites.

Manufacturer narrative:
The manufacturer was made aware of a system implant migration, in which it was reported a system implant screw was identified as migrated from the intended position. A discharge summary report was provided by the complainant, which identified the primary admitting diagnosis and primary discharge diagnosis was cervical spondylotic radiculopathy. A c5-6 anterior diskectomy and fusion, as well as c6-7 anterior fusion were performed with no known complications noted on the discharge summary. Additional attempts to gather relevant complaint incident information and the clinical course of treatment to address the reported implant deficiency provided minimal information. X-ray images were provided, which confirmed the reported implant screw migration. The device product codes and lot numbers of the implanted devices were not provided. The surgical system instructions for use state, "a successful result is not achieved in every surgical case, especially in spinal surgery where many extenuating circumstances may compromise results." The possible adverse effects and complications section of the surgical system instruction for use lists, "early or late loosening of any or all of the components.", and "disassembly, bending, and/or breakage of any or all of the components." As possible outcomes with use of the surgical system. The manufacturer cannot offer medical advice, and the complainant was directed to consult their treating surgeon to obtain medical advice to their questions. The root cause of this complaint cannot be reliably determined. This report is being submitted to relay additional information.

Event description:
The manufacturer was made aware of a product complaint on 2/01/2024. A patient that had a surgical procedure on (B)(6) 2022 reported they were in pain in relation to an implant malfunction identified by post-operative imaging. X-ray images were provided which appeared to show an inferior screw of a system cervical plate had migrated from the intended position. Additional attempts to gather relevant complaint incident information and the planned clinical course of treatment provided minimal information. The product codes and lot numbers of the implanted devices were not initially available. This report is being submitted with the information available, and a follow-up report will be submitted when additional information has been gathered for an effective and thorough complaint investigation.